Event description:
The customer reported that the non rechargeable lithium battery had ruptured and damaged the device. The device was not being used. It was in its storage location inside an office. There were no reports of serious injuries related to reported event.